Event description:
The pt is reportedly experiencing intermittencies with her internal device. External equipment was exchanged and programming adjustment were attempted; however, this did not resolve the problem. Testing of the device showed that it is functioning. Revision surgery will be scheduled.